Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any tests due to missing segments/partial display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, crack on display window, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported that the insulin pump's lcd screen had a dotted line on the second line of the menu option where suspend should be displayed. The screen was dark. The customer could not read the insulin pump's screen. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.